Event description:
It was reported the patients blood glucose level rose to 370 mg/dl while wearing the pod between 4 and 24 hours. It was also reported that the pod was leaking insulin.

Manufacturer narrative:
Inspection of the cannula assembly found no problems with fluid passing freely through the complete fluid path, though the exposed portion of the soft cannula was kinked and stretched. It could not be determined when this damage occurred. The download data does not contain any timeouts or pulse width increases that would indicate a failure to deliver insulin. Inspection of the fluid path found no damages, tears, or leaks that would result in fluid leaking from the device. No other damages or manufacturing deficiencies were found that would result in the device failing to deliver insulin.